Event description:
It was reported, that an upstream occlusion alarm occurred when none was present. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. Both tamper seals were intact. There was evidence of the error recorded in the event history log. The customer reported problem was not duplicated during the investigation. However, multiple upstream occlusion alarm messages were found in the devices event history logs. A defective upstream sensor was the cause of the issue. It was recommended, to replace the upstream sensor as corrective action. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed, because the device is beyond a year from its manufacture date. And there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Operator of device: unknown.